Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility , the handswitch caused running without user activation when used with a handpiece. O patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During evaluation at the manufacturer, the user¿s complaint regarding running without user activation was not duplicated. The missing ramp pins and springs that were found to be missing can cause the device to run without user activation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility , the handswitch caused running without user activation when used with a handpiece. O patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. H3 other text : device evaluation in progress.